Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient was complaining of back pain. The patient was in a car accident in (B)(6) 2018. The hcp reported that the patient had no relief from the ins at that time. The patient then had rf ablation done on (B)(6) 2018, but then the patient fell through the cracks and wasn¿t seen for some time but was now back. The hcp reported that the patient was still having back pain and felt a burning sensation when stimulation was turned on. The patient denied having the ins recalibrated and at first wanted the ins removed, but now they would like to have a manufacturer¿s representative (rep) to come check the device and try to reprogram the ins. No further complications were reported.